Manufacturer narrative:
Pump received with a constant failed battery test alarm due to corroded battery tube threads. Unable to verify battery power loss, low battery alarm and perform the displacement test, idle current test, run current test, self test and off no power test due to constant failed battery test alarm. Pump received with broken battery tube threads.

Event description:
Customer reported via phone call cosmetic damage and low battery issues. Customer's blood glucose level was unknown. Customer advised the battery compartment was cracked in addition to failed battery test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.